Event description:
It was reported that this right ventricular (rv) lead caused a perforation which was observed via fluoroscopy during a post operative check. There was no stimulation from the rv lead due to high capture thresholds, and there was a sudden change in the impedance measurement; however, it was still within normal range. It was noted that the impedance issue was confirmed via x-ray. Subsequently, the patient was admitted to the hospital for lead extraction. This lead was explanted and replaced with a competitor's device. No additional adverse patient effects were reported. This lead will not be returned as it was disposed of at the hospital. This supplemental report is being submitted to include the investigation conclusion summary.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead caused a perforation which was observed via fluoroscopy during a post operative check. There was no stimulation from the rv lead due to high capture thresholds, and there was a sudden change in the impedance measurement; however, it was still within normal range. It was noted that the impedance issue was confirmed via x-ray. Subsequently, the patient was admitted to the hospital for lead extraction. This lead was explanted and replaced with a competitor's device. No additional adverse patient effects were reported. This lead will not be returned as it was disposed of at the hospital.